Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate after a cartridge was filled with 180 units of insulin. Blood glucose level was in the 250's (mg/dl). Review of the pump data logs by tandem technical support showed that the cartridge was filled with 165-170 units of insulin, and that the customer may have reading the measurement inaccurately on the syringe when filling the cartridge. Although requested by tandem technical support, no additional information was provided by the customer.